Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, a cardiac effusion occurred requiring a pericardiocentesis. While mapping in the left atrium, the patient became hypotensive. An ultrasound revealed a cardiac effusion and a pericardiocentesis was performed to stabilize the patient. The physician alleges that the event occurred during transseptal puncture and that there were no adverse events caused by abbott products.